Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm and was not able to administer and easy bolus. Customer did not report a motor position encoder error alarm. Customer also reported that the up bottom was not responding. Customer's blood glucose was 47 mg/dl, due to giving too much insulin but treated with food. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarm within the last thirty days and no motor position encoder error alarm. Insulin pump passed displacement test. Insulin pump would not be replaced due to issue being resolve. Customer declined low blood glucose troubleshooting.